Event description:
A report has been received of notification of a house fire that involved the oxygen concentrator device. It was learned the fire lead to the loss of life. The unit was charred and unable to retrieve the serial number. At this time, no further detail is available. Supplemental report will be filed if any further information is received.

Event description:
A report has been received of notification of a house fire resulting in death and the supplemental report regarding this incident is now being submitted.

Manufacturer narrative:
(B)(4) - the owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. This event is currently being investigated however at this time the consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
A field incident/investigation report has been received on (B)(4) 2012, by the fire department regarding the incident. The following information was documented and states the following: on (B)(6) 2012 at 0804 hours, I responded at the request of (B)(6) to determine the origin and cause of a fatal structure fire. Upon my arrival, the occupant was found deceased in the southwest bedroom by fire crews. Based on the investigation the cause of the fire was accidental. The occupant was smoking a cigarette while wearing a nasal cannula for home oxygen. Of note: the manufacturer's user manual provides cautions and warnings. Specifically this warning is included in the manual and pertains to cigarette smoking: danger, do not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered.. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death. In a review of this incident, it is of the belief the incident was caused by the end user smoking a cigarette while using the unit. Invacare is in agreement with the fire department statement and their investigation that cause of this incident was a cigarette.